Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic supracervical hysterectomy, an end tone was provided by the generator indicating a completed seal cycle, but the device did not fully complete the sealing process. The incident handpiece was discarded by the site. There was no patient injury.